Manufacturer narrative:
This device is used for treatment not diagnosis. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed during bench testing as both batteries failed to charge as indicated by a red status light on a battery charger. Analysis of the batteries revealed that the devices failed to meet specifications.(B)(4) failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. (B)(4) failed due to a high max error; this finding is an indication that the battery was out of calibration. The confirmed malfunctions are related to the reported event. The most likely root cause of the reported event is a combination of battery with a faulty internal cell pair and a battery with a high max error. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has initiated an internal investigation to further evaluate this issue. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01596 and 3007042319-2015-01939) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient was experiencing batteries that are not charging. The battery charger shows a red light, when the batteries are connected. During device analysis it was found that the device exhibited early depletion of cell pair 3. There were no reported consequences or impact to the patient. No additional information was provided.